Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20389869, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a revision wherein the leads were repositioned. The patent was doing well postoperatively and was happy with the coverage.